Event description:
It was reported that on an unknown date the patient was implanted with a non-gore device to treat an abdominal aortic aneurysm. The follow-up revealed a migration of the device and contrast in the aneurismal sac. On (B)(6) 2014, a conformable gore® tag® thoracic endoprosthesis and three gore® viabahn® endoprostheses were used to treat an abdominal aortic aneurysm and perfuse the renal arteries. It was reported to gore that during the procedure it was noted that there was no blood flow to the renal arteries. It is unknown as to what caused the occlusion of the renal arteries. A gore® hybrid vascular graft was implanted to re-perfuse one of the kidneys. The patient tolerated the procedure. On an unknown date the patient expired due to respiratory failure.

Event description:
It was reported that on an unknown date the patient was implanted with a non-gore device to treat an abdominal aortic aneurysm. The follow-up revealed a migration of the device and contrast in the aneurismal sac. On an unknown date a gore tag thoracic endoprosthesis and three gore viabahn endoprostheses were used to treat the aneurysm and save the renal arteries. It was reported to gore that on (B)(6) 2014, there was no blood flow to the kidneys. It was stated that a gore hybrid vascular graft was implanted for an iliac-femoral bypass. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.